Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a battery out limit alarm and was unable to clear it. Customer had removed the battery for a while because the numbers were scrolling on their own when trying to deliver a bolus. Battery was out of the device for about an hour. It was also reported that the insulin pump has a slight crack or scratch on the screen. Blood glucose value was 13.8 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarms noted during testing. No unexpected numbers ramping and or scrolling tabs noted. The device had minor scratched display window and crack noted on the display window.